Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/28/2013 with the following findings: the last basal delivery was on (B)(6) 2013. There was no activity outside of normal use observed in the black box. The user¿s programmed basal rates were correctly reflected in the daily insulin delivery totals. During testing, the pump powered on appropriately and was exercised for 24 hours with no delivery interruption occurring. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The force sensor calibration was within specifications. The pump was opened and no damage was found. Unrelated to the complaint, the display screen was found to be dim/faded. A test screen was inserted and functioned appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter questioned the accuracy of her insulin delivery via the animas pump. According to the reporter, her blood glucose reading did not come down after she took bolus insulin using the subject pump. The patient¿s blood glucose reading has been running up to the 300 mg/dl over the past 3 days. Her healthcare provider believes there is a pump issue. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the unresolved insulin delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.